Manufacturer narrative:
Eval summary: optical microscopy in the chemical research laboratory did not find any difference between the two regions. Sem and eds analysis of the surface was performed. Eds analysis of the discolored surface showed a carbon peak in the spectrum in addition to ti, a1, and v elemental peaks of the component material. The concentration of carbon was so weak that it did not show up in the spectrum on an area analysis, only on a spot analysis. The ti, a1, and v elemental peaks are typical of tivanium alloy from which the device is made. One of the eds results showed a small amount of si and o. These together may be silica, which may be surface finish media residue. The small percentage of calcium may be what is left after the drying of water. There was no sulfur present, which would be present in an oil, therefore it is not likely that this was an oil. There have not been other similar reports from this lot or part number. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that there was an oily substance all over the implant.